Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device. If the sample is returned, a failure investigation will be performed.

Event description:
Caller stated that this tracheostomy tube was delivered to the patient (B)(6) 2009 but does not know when the tube might have been instilled. He stated that the trach had a slow leak and they did not need to continually put air in; however, they did change out the tube during the patient's normal trach change which is once a week.